Event description:
Nurse was starting IV when IV extension tubing luer lock hub found to be stuck open. Unable to secure tubing to catheter hub, because the screw cap would not move. Had to exchange tubing while maintaining IV catheter in place. Nurse had to call for assistance in order to avoid resticking the patient. IV was open to air for prolonged period due to tubing defect.